Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was placement difficulty of the right atrial (ra) lead with a dilated right atrium. It was noted that the lead was not stable in the position. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.